Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient¿s right ventricular lead was explanted and replaced on (B)(6) 2018 due to lead noise. Patient condition was stable prior to procedure and during the procedure the patient flatline twice and lost intrinsic conduction. It was suspected that the stylet knocked out the his bundle. The patient was stable post-procedure and by (B)(6) 2018 patient¿s intrinsic conduction was back and patient condition was improving rapidly.

Manufacturer narrative:
The patient weight should have been (B)(6) kilograms rather than (B)(6) kilograms.